Manufacturer narrative:
The reported sensor was returned and investigated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor and sensor was found to be in state 5. Observed sensor plug to not be fully seated. The complaint is not confirmed.

Event description:
Customer reported receiving a "sensor ended" message on the display of her adc freestyle libre device after 4 days of use. Customer further reported that on (B)(6) 2018 at approximately 10:00 am she began shaking and had a high heart-rate, so she self-treated with a glucagon injection. No additional treatment was reported. Customer declined to provide any further information regarding the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" message on the display of her adc freestyle libre device after 4 days of use. Customer further reported that on (B)(6) 2018 at approximately 10:00 am she began shaking and had a high heart-rate, so she self-treated with a glucagon injection. No additional treatment was reported. Customer declined to provide any further information regarding the event. There was no report of death or permanent injury associated with this event.